Event description:
It was reported that the patient experienced increased intensity in stimulation that caused pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.